Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 5.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilatation. However, during initial inflation at 6 atmospheres for 6 seconds, the balloon ruptured. The device was removed the procedure was completed with a different device. There were no patient complications nor injuries reported, and the patient condition was good post-procedure.